Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle is not sharp. Additional information has been requested.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample. Without closed samples and/or defective samples a proper analysis cannot be performed. As stated in the instruction for use of the product: 'care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to ½ of the distance from the fibber attachment end to the needle point, but never directly at the end where the fibber is attached or at the point of the needle. Grasping the needle at the area of the point could impair the penetration performance and cause a fracture of the needle. Grasping the needle close to the fibber attachment end could cause bending and breakage of the needle. Reshaping needles must be avoided and may result in a loss of their strength and resistance towards bending and breaking.' Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b. Braun surgical requirements. Needle penetration performance results (average 1st penetration) of needles tested of the raw material batches used in this product during production were 0.389 n, 0.423 n, 0.342 n, 0.412 n, 0.340 n and 0.356 n and fulfilled the specification (<0.480 n). We have also reviewed the complaint history record, and there are no previous complaints in any of the products manufactured with the same needle raw material batches as the used in this product. Conclusion root cause analysis: it has not been possible to determine the root cause as no samples have been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.